Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient was seeing a data lost message on the handset. Reviewed screen meaning. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Rep and pt called (3-way call) because pt was getting he message 'internal device has lost all data' when using the mytherapy app on the smart programmer. Pt got this message last friday. Tss reviewed that pt will need to meet with hcp/rep to have device re-programmed. Rep said she will set up a time to meet with the patient. Rep did not know what caused this message to appear but mentioned pt had a CT scan of the abdomen recently and did not turn off stimulation. Rep added that the pt weighs (B)(6) and pt mentioned that he has neuropathy and sometimes doesn't know if his therapy is working because he has numbness in his legs from the neuropathy. Pt confirmed this is pre-existing to the mdt implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep. They reported cause and contributing factors were unknown. A rep met with the patient and reprogrammed the device. The healthcare professional didn't have any insight on why the issue occurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.